Manufacturer narrative:
(B)(4).

Event description:
It was reported from a routine merlin download, a couple of inappropriate auto mode switching episodes were present due to far r-wave oversensing considered as ventricular tachycardia intervals. Programming changes were recommended. The patient did not report any harm from the device and was discharged.